Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result software was reconfigured and reloaded. No other anomalies were found. (B)(4).

Event description:
It was reported that the programmer generated a "hard key" serious programmer error. Follow-up determined that the error occurred upon start-up of the programmer. The programmer was returned for service. There was no patient involvement.